Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-03276. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the health professional. *during a procedure of the thyroid, the subject device was used. At the beginning of the procedure, the operator grasped the tissue with the scissors and activated the output, but the device was not working. It was immediately replaced by another similar device. There was no delay in the procedure. There was no patient injury reported. By a visual check, it seemed that the tissue pad partially remained on the grasping section.